Event description:
A remstar plus c-flex device was returned to a third-party service center for service as part of the sound abatement foam recall with no initial alleged complaint. During the evaluation of the device, the service technician observed visible foam particles inside the blower kit and a blower foam degradation. Additionally, the device has displayed error code e065 (err_stuck_encoder_a), and e066 (err_stuck_encoder_b). Dust was confirmed. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious injury and/or product malfunction.